Event description:
I got silicone implants in 2012 (uneventful surgery; quick and easy recovery). In early 2014, I began to notice vision changes (blurry) but I chalked it up to age. A few months later, I had an incident while shopping (disoriented, anxiety, panic) that lasted several hours so I went to ER, got IV hydration and no diagnosis other than slightly high potassium. During that time, I also noticed that I was developing many food intolerances and had almost nothing left in my diet that agreed with me. In (B)(6) 2014, I woke one morning with a headache that got progressively worse everyday, accompanied by light sensitivity, severe brain fog, trouble putting together thoughts and words, worsening vision, lack of energy/endurance and tiredness, general anxiety, etc. My ophthalmologist suggested lyme testing to which I had a single positive marker. I had two months of antibiotics with slight improvement in symptoms. I went on to consult numerous specialists in practical every field who had mixed opinions about my lyme diagnosis and no other abnormalities found, despite many MRI's (including breast), a spinal tap, and upper/lower endoscopy and colonoscopy. Fast forward to today, most of the initial symptoms have 'leveled off' with the exception of vision and light issues, brain fog, low stamina, hair loss, short term memory loss, and food intolerances. No doctor has ever associated my illness with the implants, including my plastic surgeon. Sigh, my friend recently underwent explant in fl for other severe issues and I started to piece it all together. I want to be my old self again. I'm tired of the altered, lesser version of me. Symptoms timeline: approx (B)(6) 2014 - blurry vision anxiety hormonal problems gastrointestinal issues food intolerances symptoms as of (B)(6) 2020 - headache/progressive to months-long migraine episode (daily) pressure in sinuses (daily & severe) tinnitus dizziness lightheadedness blurry vision eye floaters everyday peripheral vision "blinders" light sensitivity (indoor/outdoor) disorientation with fluorescent noise/sound sensitivity general agitation/anxiety frustration organizing thoughts 'heavy' feeling systemic inflammation; puffiness, personality changes; emotional numbness, restless leg, memory loss, hair loss/slow growth, thinning eyebrows/eyelashes, slow to no nail growth brain fog, cognitive sluggishness limited cardio stamina/breathing, ibs, gastrointestinal distress burning stomach, numerous food intolerances; feeling as if there are loose hairs or fuzzies on my limps but nothing is there easily tired/early to bed falling asleep at the movies etc., shortness of breath, weight gain/inflammation, apathy; numb emotions; loss zest for life; lack of vibrancy; zombie-like itchy skin and inside of ear canals heart palpitations; anxiety/panic attacks, high blood pressure, rash under both underarms (cabo), puffy eyes. White of eyes are dingy, nerve pluses in left leg while sitting receding gums; dental issues skin eruptions (pimple-like and moles) on my neck front/back and back of hairline symptoms as of (B)(6) 2022 dizziness, floaters left eye, memory loss, hair loss/slow growth, thinning eyebrows/eyelashes. Slow finger nail growth, brain fog, cognitive sluggishness, sibo, gastrointestinal problems, food intolerances, easily tired/early to bed, falling asleep at the movies etc., apathy; numb emotions; loss zest for life; lack of vibrancy; zombie-like itchy skin and inside of ear canals heart palpitations receding gums; infected rct specialists I've seen: ophthalmologist, primary doctor, neurologist, rheumatologist infectious disease specialist, cardiologist - stress test; holter monitor ent plastic surgeon chiropractor gastroenterologist - endoscopy/colonoscopy acupuncturist ophthalmologic neurologist gynecologist ER wills eye - evoked potential vision study for brain function ophthalmologic neurologist spinal tap/blood patch mris (5) - brain (2), sinus; neck. Too many medical tests and evaluations to list. Please see previous comments section. FDA safety report ID# (B)(4).